Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise was noted on both the atrial and ventricular channels. The right atrial (ra) lead and right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.